Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the mega suturecut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported that in the mega suturecut needle driver instrument, one of the wires at the tip of the instrument popped and was sticking out. The scissor part of the mega suturecut needle driver would not cut. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated the instrument was inspected prior to usage with no damages noted. The surgical task that the surgeon was performing was suturing. The instrument did not collide with any other instrument or tool during the procedure. There were no reported fragments to fall inside of the patient. The instrument was returned for isi evaluation. No images or video recordings available for review. Patient demographics is unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the grip hub. The broken cable cause not open or close properly. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.